Manufacturer narrative:
The investigation determined that a higher than expected thyroid stimulating hormone (tsh) result was obtained from an american proficiency institute (api) proficiency sample fluid using vitros immunodiagnostic products tsh reagent lot 7420 on a vitros 5600 integrated system. An assignable cause of the event could not be determined. Based on historical quality control results a vitros tsh reagent lot 7420 related issue is not a likely contributing factor of the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7420. As no precision testing was performed on the vitros 5600 system around the time of the event, an instrument related issue cannot be entirely ruled out as a contributing factor of the event. However, there was no evidence indicating an instrument malfunction as quality control results were within expectations and acceptable results were obtained on the instrument for the other api samples at the time of the event. As no information about the preparation, handling and storage protocol for the api fluids was provided, an issue related to the api fluid sample cannot be ruled out as a contributing factor of the event. The result for the affected sample was reproducible.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected thyroid stimulating hormone (tsh) result was obtained from an american proficiency institute (api) proficiency sample fluid using vitros immunodiagnostic products tsh reagent lot 7420 on a vitros 5600 integrated system. Api sample thy-06 vitros tsh result of 140.00 miu/l vs an expected result of 106.6 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh result was from a non-patient fluid. The customer stated that patient sample results had not been affected, however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 611456.